Event description:
It was reported that an ilet user¿s pump trainer initiated a factory reset due to concerns that the breakfast announcement did not include a ¿less than¿ option and that the system¿s meal adaptation had become maladapted, delivering approximately 17 units for the user¿s usual breakfast, which the trainer considered excessive; the trainer initially could not complete a firmware update because the ilet showed paired while the app would not pair despite multiple attempts, until the app was deleted and reinstalled, after which the firmware update completed. Symptoms included a low glucose event with blood glucose of 51mg/dl treated with fast-acting oral carbohydrates. Outcomes included transient hypoglycemia without reported hospitalization or medical intervention beyond oral glucose and user education. Investigation included troubleshooting and user education by support. Investigation of this case revealed that the root cause of the hypoglycemia was unclear and that app reinstallation restored pairing and allowed firmware update. It was concluded that the hypoglycemia cause was undetermined and that the event was consistent with use-related algorithm maladaptation concerns prompting a factory reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.